Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the left ventricular lead exhibited apparent loss of bi-ventricular capture. In-clinic testing was discussed. No further information was available.